Event description:
It was reported that the table on the 2600 system would not boot. The tower lcd displayed only a flashing cursor. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was confirmed. Investigation indicated the need to reseat the buffer pcb on the 386 motherboard. The pcb was reseated. The system was found to be working as intended and placed back into service.